Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly and charge/battery lasts less than expected anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump was slower to rewind when priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained or random no delivery alarm and battery going quicker. The insulin pump will not be returned for analysis.